Event description:
Pt with status post left shoulder total arthroplasty in 2002. Pt had done well with this surgery until 2003. Pt describes active motion of slight abduction when pt heard a snap in their shoulder followed by considerable pain. Pt was seen and treated for pain at the local hospital. Subsequently, pt was seen by dr with questionable rotator cuff injury with loose fragments. In followup three weeks later pt demonstrated the glenoid prosthesis to be completely dislocated from the glenoid fossa. Prosthesis noted to be in anterior aspect of shoulder. Admitted for removal of glenoid prosthesis left shoulder. In 2003 operative procedure: removal of loose glenoid component and cement from the glenoid. Autograft bone grafting of the glenoid and replacement of a larger humeral head component.